Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The circuit breaker was replaced to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of powerâ caused by faulty circuit breaker. There was no patient involvement.

Manufacturer narrative:
Additional information was received that this is not a reportable malfunction because the faulty circuit breaker only affects the convenience outlets used for clinical accessories. Ventilation is not affected.